Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes were underfilling. There was no report of patients or patient impact. The following information was provided by the initial reporter, translated from italian to english: collection performed on the patient and subsequently on other patients in the nicu area using the same blue-capped tubes. The rapid response laboratory was unable to perform the analysis.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.